Event description:
It was reported that noise was observed on the device. The noise led to oversensing on the right ventricular (rv) lead and right atrial (ra) lead. Inappropriate automatic mode switch was also observed. The cause of the noise was suspected to be due to electromagnetic interference. Lead damage on the rv lead and ra lead was also suspected but not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2024-34128, 2017865-2024-34132.